Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400s). During the procedure, a pc400 would not take its intended shape within the target vessel. Therefore, the pc400 was removed. The procedure was completed using a new coil. There was no report of an adverse effect to the patient.